Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure embediment within the right adnexa"), salpingitis ("salpingitis") and endometritis ("chronic endometritis") in a 39 year-old female patient who had essure inserted. The patient had a medical history of rash, penicillin allergy, pelvic pain female, abnormal uterine bleeding, menarche (age of onset of maternal menarche:), dyspareunia, sexually transmitted disease nos, herpes nos, gravida ii, depression, anxiety and abdominal pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), salpingitis (seriousness criterion intervention required) and endometritis (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic vaginal assisted hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device, endometritis and salpingitis to be related to essure administration. The reporter commented: discrepancy noted removal date o updated to (B)(6) 2020 from (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: surgical pathology report: final diagnosis: uterus, cervix and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: cervix: mild squamous dysplasia/lsil/cin1 and focal acute and chronic cervicitis with reactive changes; negative for malignancy. Endometrium: secretory endometrium; negative for atypia, hyperplasia and malignancy. Myometrium: benign leiomyoma (0.7 cm) serosa: no diagnostic pathologic abnormality bilateral fallopian tubes: benign fallopian tubes with benign paratubal cysts and features of salpingitis isthmica nodosa separate fragment of tissue showing features of endometrial polyp with chronic endometritis. Gross description: seen in the insertion site of the fallopian tubes are bilateral metallic coil wires; consistent with essure wires. The remainder of the specimen consists of loose fimbriated segments of fallopian tube and soft tissue.a. Uterus, tubes and ovary total uterus,cervix,bilateral fallopian tubes, bilateral essure coils. [Ultrasound scan vagina] on (B)(6) 2020: proliferative phase 3d image shows normal endo contour and bilat essure coils. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical recordsembedded device (10074498). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received . Medical history & lab data updated, previously reported event "medical device removal updated to "essure embediment within the right adnexa". Events- salpingitis, endometritis added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal ") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure embedment within the right adnexa"), salpingitis ("salpingitis") and endometritis ("chronic endometritis") in a 39 year-old female patient who had essure inserted (lot no. D01969) for female sterilisation. The patient had a medical history of irregular periods, low grade squamous intraepithelial lesion, overweight, back pain, rash, penicillin allergy, pelvic pain female, abnormal uterine bleeding, menarche (age of onset of maternal menarche:), dyspareunia, sexually transmitted disease nos, herpes nos, gravida ii, depression, anxiety and abdominal pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), salpingitis (seriousness criterion intervention required) and endometritis (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic vaginal assisted hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device, endometritis and salpingitis to be related to essure administration. The reporter commented: discrepancy noted removal date o updated to (B)(6) 2020 from (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.516 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: hysterosalpingogram. Indications: the patient presented for a hysterosalpingogram. She is status post essure approximately 3 months ago. Description of procedure: the coils, which were previously seen on the scout film, did not let any dye beyond the level of the coil. This documented bilateral tubal occlusion. The patient had tolerated the procedure well and was taken to the recovery room. This documented a normal intrauterine cavity and bilateral tubal occlusion. [Pathology test] on (B)(6) 2020: surgical pathology report: final diagnosis: uterus, cervix and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: cervix: mild squamous dysplasia/lsil/cin1 and focal acute and chronic cervicitis with reactive changes; negative for malignancy. Endometrium: secretory endometrium; negative for atypia, hyperplasia and malignancy. Myometrium: benign leiomyoma (0.7 cm) serosa: no diagnostic pathologic abnormality bilateral fallopian tubes: benign fallopian tubes with benign paratubal cysts and features of salpingitis isthmica nodosa separate fragment of tissue showing features of endometrial polyp with chronic endometritis. Gross description: seen in the insertion site of the fallopian tubes are bilateral metallic coil wires; consistent with essure wires. The remainder of the specimen consists of loose fimbriated segments of fallopian tube and soft tissue. Uterus, tubes and ovary total uterus, cervix, bilateral fallopian tubes, bilateral essure coils. [Ultrasound scan vagina] on (B)(6) 2020: proliferative phase 3d image shows normal endo contour and bilat essure coils. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. 02-nov-2023: reporters, medical history, patient information, lab data, indication, lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure embedment within the right adnexa"), salpingitis ("salpingitis") and endometritis ("chronic endometritis") in a 39 year-old female patient who had essure inserted (lot no. D01969) for female sterilisation. The patient had a medical history of irregular periods, low grade squamous intraepithelial lesion, overweight, back pain, rash, penicillin allergy, pelvic pain female, abnormal uterine bleeding, menarche (age of onset of maternal menarche), dyspareunia, sexually transmitted disease nos, herpes nos, gravida ii, depression, anxiety and abdominal pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), salpingitis (seriousness criterion intervention required) and endometritis (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic vaginal assisted hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered embedded device, endometritis and salpingitis to be related to essure administration. The reporter commented: discrepancy noted removal date o updated to (B)(6) 2020 from (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.516 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: hysterosalpingogram. Indications: the patient presented for a hysterosalpingogram. She is status post essure approximately 3 months ago. Description of procedure: the coils, which were previously seen on the scout film, did not let any dye beyond the level of the coil. This documented bilateral tubal occlusion. The patient had tolerated the procedure well and was taken to the recovery room. This documented a normal intrauterine cavity and bilateral tubal occlusion. [Pathology test] on (B)(6) 2020: surgical pathology report: final diagnosis: uterus, cervix and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: cervix: mild squamous dysplasia/lsil/cin1 and focal acute and chronic cervicitis with reactive changes; negative for malignancy. Endometrium: secretory endometrium; negative for atypia, hyperplasia and malignancy. Myometrium: benign leiomyoma (0.7 cm) serosa: no diagnostic pathologic abnormality. Bilateral fallopian tubes: benign fallopian tubes with benign paratubal cysts and features of salpingitis isthmica nodosa separate fragment of tissue showing features of endometrial polyp with chronic endometritis. Gross description: seen in the insertion site of the fallopian tubes are bilateral metallic coil wires; consistent with essure wires. The remainder of the specimen consists of loose fimbriated segments of fallopian tube and soft tissue. A. Uterus, tubes and ovary total uterus,cervix,bilateral fallopian tubes, bilateral essure coils. [Ultrasound scan vagina] on (B)(6) 2020: proliferative phase 3d image shows normal endo contour and bilat essure coils. Batch no: d01969. Production date: 2014-08-21. Expiration date: 2017-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.